Event description:
Per fax from the state institute for drug control, a lead perforation occured four days post implant.

Manufacturer narrative:
Both the mechanical and the electrical performance of the lead under complaint were scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The slightly damaged steroid collar occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.